Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed.

Event description:
It was reported that during a scheduled retrieval, it was observed that the filter was tilted greater than fifteen degrees. An attempt was performed to retrieve the filter with a snare; however, proved unsuccessful. During the retrieval attempt, several filter limbs became bent in an upwardly direction. Additional information has been requested. No report of injury to the patient.